Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on both yaw pulleys in the space between the grips. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed. The settings used on the generator were cut and coag. No patient injury was reported based on the initial information. The instrument / accessory was inspected prior to use and there was no damage or anything out of the ordinary. The instrument was connected properly (e.g., monopolar cord to monopolar instrument, bipolar cord to bipolar instrument). It was unknown if the instrument tips collide with any other instrument or tool during procedure. The instrument tip(s) did not touch any staples, clips or sutures while energized. It was unknown if the jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.